Event description:
The complainant has reported that a pt (age and gender unk) had undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure which included the use of a bsc tandem ercp cannula device. It was reported that "during ercp procedure, the coating at the distal area of this device (fell) off into the colon." It was also reported that the physician elected to allow the tip to remain in the pt for natural elimination. The procedure was successfully completed with another bcs cannula. There was no reported complication or ill effects sustained by the pt.

Manufacturer narrative:
The device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event at this time. The device history record was reviewed for the device lot involved in the complaint, lot # 8819337, and revealed no anomalies associated with this event. Additionally, a similar complaint review was conducted and found none associated with this lot #. The rolling 15-mo complaint trend report for the bsc biliary cannula prod family, for all complaint failure modes, was reviewed; no adverse trends were noted and the # of complaints are below the limit which would warrant add'l action. A f/u medwatch report will be filed when device eval results become available.